Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed bottom cover dents. In addition, the electrode was sliced along the top cover and near the fantail, and severed along the lead prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection revealed damaged antenna coil and shield wires. System lock could not be obtained at any spacing. The no lock conditions prevented some of the electrical tests from being performed. The device passed some electrical test performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.